Event description:
The company received a report where it was claimed that the unit did not provide an audio tone. No pt involvement.

Manufacturer narrative:
The reported customer complaint of "no audio" was confirmed. The device was received at the mfg plant for investigation and the failure was isolated to the main pcb. The mfg facility previously initiated a corrective and preventative action associated with the confirmed failures isolated to the main pcb.